Manufacturer narrative:
Result: foot section, timing link.

Event description:
It was reported by svc report that the side rails do not latch and one has a damaged cable, the foot section is damaged with sharp edges. There was pt involvement; however, no adverse consequences were reported.